Event description:
The customer reports that there was a leak at the hub where it joins the catheter. The device was replaced and a new device inserted.

Manufacturer narrative:
(B)(4). The customer returned a two-lumen PICC catheter for analysis. Visual examination revealed signs-of-use in the form of adhesive residue on the extension lines. It was also observed that the catheter body was separated just below the 44cm mark. The edges of the point of separation appeared smooth and uniform indicating that contact with sharps likely caused this event. The separated portion of the catheter body was not returned for analysis. After failing functional testing, the catheter was microscopically examined. A small separation/hole in the distal extension line was found adjacent to the luer hub. The distal extension line length, and inner and outer diameter were measured and all were found to be within specification. With the distal end occluded, the catheter distal lumen was flushed with a lab inventory syringe filled with water. Water was observed leaking out of the hole in the extension line. A manual tug test confirmed that the proximal luer hub was secure to the proximal extension line. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. The distal extension line contained one small hole adjacent to the luer hub. Due to a rising trend of extension line/luer hub leaks, a CAPA has been initiated to further investigate this issue. Based on initial evaluation, the probable root cause appears to be related to the manufacturing assembly of the luer hub to the extension line. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). It is reported that the patient condition is fine, and the patient is stable. Additional information indicates that the patient developed an area of inflammation further down the forearm of the affected side which is being monitored.

Event description:
The customer reports that there was a leak at the hub where it joins the catheter. The device was replaced and a new device inserted.